Event description:
It was reported that approximately 18 months post-implant of a bifurcated device and a suprarenal aortic extension the patient presented emergently with abdominal pain. Reportedly, the patient developed acute abdominal pain and became hypotensive and was intubated and transferred to the operating room. An angiogram was performed and identified an endoleak. The physician ballooned the implanted bifurcated device and an aortic extension was implanted within the bifurcated device. Angiography was obtained in multiple locations, which indicated endoleak had resolved. However, the patient's abdomen became distended, and exploratory laparotomy was performed. A large perforation in the anterior portion of the original stent graft was identified. The devices were explanted and a 20mm dacron graft was inserted and sewn in proximally. During the entire surgical procedure, the patient remained hypotensive and had substantial blood loss, estimated at approximately 7l. The patient received a large amount of blood products including packed red cells, platelets and fresh frozen plasma. Cell saver was also administered. Upon completion of the surgical repair, the patient was transferred to the intensive care unit, cold and in acute renal failure, hypotensive with profound lactic acidosis. A dialysis catheter was placed with plans to perform continuous venovenous hemodialysis. The patient was on maximal pressors and was continued on aggressive therapy in an attempt to normalize coagulation profile. Despite these aggressive efforts, the patient continued to be hypotensive, became hypoxic and ultimately bradycardic and expired.

Manufacturer narrative:
The device was returned for evaluation. Device evaluation confirmed a perforation in the bifurcated device. Medical records and intra-operative images, as well as death certificate, were provided for clinical assessment and were reviewed by internal medical director with the following impression: the post implant rupture was treated with a new device which seemed to correct the problem of the reported endoleak. However, persistent leaking occurred and explantation revealed a perforation in the original bifurcated device. The perforation in the bifurcated device is most likely the etiology of the aneurysm rupture. The root cause of the defect is unknown. A manufacturing record review was performed. The lot met all release criteria with no nonconforming material records. The lot usage history shows all units from this lot have been consumed, and there are no units that have been involved in a similar event. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 18 months post-implant of a bifurcated device and a suprarenal aortic extension, the patient presented with back pain. A computed tomography angiogram (cta) identified an endoleak with rupture above the bifurcation of the bifurcated graft. The patient was treated with an infrarenal aortic extension, but the leak was still present. Repeat cta's identified what seemed to look like a perforation in the graft material above the bifurcation. The physician performed an abdominal cut down and identified a 1 cm size hole at the distal main body of the bifurcated graft. The bifurcated device was explanted and replaced with a surgical dacron graft. Reportedly, the patient was stable at the end of the procedure but died the following morning.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.